Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: this x-ray system was used in conjunction with performing pace maker procedure. The system notified user that windows was shutting down for a hardware failure. User tried to reboot; however, the same notification showed up on the system. A backup c-arm was brought in to complete procedure.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.